Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryoablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Additionally, it was noted that the balloon had deflated on the catheter and there was blood visible in the coaxial umbilical cable. Incoming information shows blood in the balloon catheter as well. There were noted flow and inflation issues. The balloon also catheter appeared to be broken at the conjunction of the balloon. The procedure was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the coaxial umbilical cable 203cx passed visual inspection and performance test along with a lab catheter as per specification. Investigation was completed under product event (B)(4) as this is the event that the product was checked in under. Event (B)(4) are for the same case, however, medtronic was not made aware of the duplicate event reporting until after initial regulatory reports had already previously been sent. Both events have been properly reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.